Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown m2a head, unknown; unknown, unknown m2a taper, unknown; unknown, unknown femoral stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09221. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approximately 7 years post implantation due to pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ions. No additional information was made available.

Event description:
It was reported that the patient's right hip was revised approximately 7 years post implantation due to pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ions. The surgeon found irritative joint fluid within the capsule when they opened the joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: m2a-magnum mod hd sz 58mm # item 157458 lot 832880. M2a-magnum 52-60mm tpr insrt-6 # item 139264 lot 348620. Taperloc por red/lat 17.5x155 # item 13-103209 lot 479640. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.